Event description:
20 gauge device placed in right hand, while button pushed and the needle did not retract. Nurse sustained needle stick injury under her right thumb. Blood borne pathogen testing was completed on both pt and clinician, all results were negative.